Manufacturer narrative:
(B)(4).

Event description:
It was reported "helum loss 2 alarms (x6/hr), patient stable on 1:1, hemodynamics intact. No blood in gas line confirmed, perfusion at bedside too. Rechecked all the connections, perfusion disconnected and reconnected the helium driveline to ensure no leaks. [The user] exchanged the pumps and there have been no helium loss alarms for 10 mins. Prior they were getting alarms every 2-5 mins." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss 2 alarms" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR) , the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "helum loss 2 alarms (x6/hr), patient stable on 1:1, hemodynamics intact. Noblood in gas line confirmed, perfusion at bedside too. Rechecked all the connections, perfusion disconnectedand reconnected the helium driveline to ensure no leaks. [The user] exchanged the pumps and there have been no helium loss alarms for 10mins. Prior they were getting alarms every 2-5mins." The patient's current condition is reported as "fine".